Event description:
It was reported that on (B)(6) 2024 the patient had a syncopal episode. Device interrogation revealed undersensing, drop in pacing impedance, and p-wave amplitude variation on the atrial lead. X-ray was performed on 3 feb 2024, the atrial lead appeared to be pulled back. On (B)(6) 2024, the physician elected to reposition the atrial lead. The patient tolerated the procedure well.